Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file found no evidence of a malfunction. Low and urgent low glucose alarms were recorded, followed by sensor expiration and grace period expiration. No motor errors were found, and all insulin deliveries matched requested amounts. Based on available data and user submission the cause of the event was due to the user failing to replace the expired cgm sensor and failure to revert to back-up therapy.

Event description:
On (B)(6) 2025, beta bionics was notified that the user was hospitalized for diabetic ketoacidosis (dka) on (B)(6) 2025 with blood glucose values at the peak of 612mg/dl. The user reported experiencing dexcom g7 continuous glucose monitor (cgm) sensor connectivity issues and suspended insulin delivery on the day of admission. No backup therapy was used, and the user did not follow a ketone action plan. The user was treated with intravenous fluids and an insulin drip and was discharged on the ilet system, which remained in use following recovery.